Manufacturer narrative:
Date of event: unknown. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6330782, medical device expiration date: 2017-08-31, device manufacture date:2016-11-25. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.